Event description:
It was reported that the ultrasafe x100l pr light blue ssl sdz experienced incorrect product due to labelling which was noted prior to use. The following information was provided by the initial reporter: wrong material number on the shipping box and wrong article description.

Manufacturer narrative:
Investigation summary: no sample were returned, but photographs of the issue were provided for analysis. Bdm-ps performed a goods in documaentation review. The batches involved in this complaint meet all acceptable quality levels, were manufactured and released according to applicable procedures and specifications. The supplier manufactures, packages and labels the product as per the current technical agreement (ta) 442.ta.021. Bd swindon releases the product as per the above ta. This product code on the ta has a label template (B)(4). The photograph provided by the customer has the correct label attached as per ta. Hence the batch was manufactured and labeled as per requirement. The customer specification (B)(4). Also does not dictate any specifics on customer labels related to this product code. Based on the investigation conclusion, bd- swindon was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to a bd swindon process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ultrasafe x100l pr light blue ssl sdz experienced incorrect product due to labelling which was noted prior to use. The following information was provided by the initial reporter: wrong material number on the shipping box and wrong article description.